Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("allergy test to nickel was positive ++ as well as to chromium +") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required) and the second episode of allergy to metals ("allergy test to nickel was positive ++ as well as to chromium +"), 4 years 9 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of allergy to metals outcome was unknown. The reporter considered the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel was positive ++ as well as to chromium +. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-feb-2019 for the following meddra preferred term: allergy to metals analysis in the global safety database revealed 520 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: the case will be deleted from bayer pv database. Nullification reason: during a cluster reconciliation, and following confirmation from the local health authorities, (B)(4) was identified as a duplicate of this case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("allergy test to nickel was positive ++ as well as to chromium +") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required) and the second episode of allergy to metals ("allergy test to nickel was positive ++ as well as to chromium +"), 4 years 9 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of allergy to metals outcome was unknown. The reporter considered the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel was positive ++ as well as to chromium +. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 06-feb-2019 for the following meddra preferred term: allergy to metals analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the lawyer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.